Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number#1627487-2019-07243. It was reported the patient experienced ineffective stimulation due to inability to increase amplitude. In turn, the device auto reduces. Reportedly, surgical intervention may occur later to address the issue.

Event description:
Related manufacturer reference number#1627487-2019-07243.